Manufacturer narrative:
Citation: michael axline et al. Severe dysautonomia following tavr: late recognition of a known complication. Jacc april 1, 2025. Volume 85, issue 12, suppl a. Presented at american college of cardiology (acc) medical conference in chicago on march 30, 2025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 88-year-old female patient with severe aortic stenosis who underwent successful implant of a medtronic 26mm evolut fx bioprosthetic valve. Post-implant aortography confirmed good valve placement with preserved coronary perfusion. At one day post-implant the patient developed high degree atrio-ventricular (av) block requiring implant of a permanent pacemaker. Subsequently, the patient continued to have episodes of hypotension, diaphoresis and bradycardia. At five days post-implant the patient developed new chest tightness and st elevations. An angiogram revealed an occlusion of the ostial right coronary artery, requiring another procedure to reconstitute blood flow. The authors noted the unique and atypical presentation of this case as thepatient lacked classic symptoms but rather experienced profound dysautonomia. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Including attachment of conference abstract pdf. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.